Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for ketones considered dangerous by health care provider, elevated blood glucose (448 mg/dl), and vomiting/dehydration. Customer was treated with fluids and manual injections. Customer was discharged two days later with the issue resolved and no permanent damage. Customer was unsure of the cause. Pump system check was performed with tandem technical support and no issues were identified. Reportedly, customer resumed insulin therapy using the pump.